Event description:
The customer reported "the secondary drip was free flowing up the drip chamber of the primary tubing and up into the primary bag (with bubbles going upward)."medication hanging in the secondary set was flagyl and in the primary set was d5 1/2 ns with 20 meg of kc1. Per medwatch report: "a secondary antibiotic was hung and although the pump was set for a secondary, the drip was seen and witnessed the same occurrence so she then changed the tubing and the free flow stopped. The secondary tubing hooked up to the pump and it all appeared to be set correctly, the secondary drip appeared to be free flowing but there were fluid levels rising in the primary bag and bubbles also rising in the primary bag. It seemed that the back flow valve was not preventing the secondary drip from infusing up into the primary bag although the secondary was hung significantly higher that the primary bag." There was no report of pt harm or medical intervention required. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.